Manufacturer narrative:
Product complaint (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: the product was returned to depuy synthes for evaluation. E3: reporter is a j&j sales representative. Investigation summary broken tip of reduction forceps the 8.5 reamers x 3 need to be changed as they aren't sharp enough anymore. H3, h4, h6: visual inspection of the returned device found that one ratcheted jaw of the device was broken. The observed condition of the device was consistent with a component failure that might have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the red forceps serrated jaw-ratchet 144 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed. Device history lot part number: 399.99 lot number: 2639p04 (wo (B)(4) manufacturing site: tuttlingen release to warehouse date: 17-mar-2023 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that broken tips of reduction forceps were discovered. The 8.5 reamers x 3 need to be changed as they are no longer sharp. It is unknown if patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing or if the patient required revision surgery or hardware removal. This report is for one (1) red forceps serrated jaw-ratchet 144 this is report 1 of 4 for complaint (B)(4).